Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the pump and cleared the malfunction, with technical support providing additional pump reset information. The customer was advised to continue using the pump and to call back if any malfunction codes recur, which the customer acknowledged and understood.